Event description:
Related manufacturer reference numbers: (B)(4). It was reported, via product receipt. That the pacemaker and the right ventricular (rv) lead exhibited noise. As a resolution, the pacemaker was removed and replaced. And the rv lead was capped and replaced on (B)(6) 2024. No further information provided.